Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged a discrepant result generated when using a cobas® sars-cov-2 and influenza a/b nucleic acid test for use on the cobas® liat® system, when compared to the results generated with the cobas® 8800 sars-cov-2. The initial test with the cobas® liat® system generated negative results for sars-cov-2 and influenza a/b targets, a repeat with the cobas® 8800 generated sars-cov-2 positive. The sample was sent out to a reference lab and tested with an unknown platform the result was revealed as a positive sars-cov-2 target. The result was reported as negative, but once the outside lab result was confirmed as positive the patient was called back to the treatment loop. No harm is alleged. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
(B)(6). Data review indicated that the negative run appears to be a normal negative run; no abnormalities are observed in either the actuator motion data or pcr amplification curves. Moreover, the retest on the cobas® 8800 generated a positive result with late CT, also indicated a sample with a low viral load near the limit of detection (lod) of the assay. Furthermore, samples which contain a low concentration of viral material near the lod are expected to generate wavering results from run to run. A sample with concentration below the 6800/8800 test lod and near the lod of the liat assay could still generate a positive sars-cov-2 result on the 6800/8800 test (although a low chance of this happening), and a negative result on the liat assay. (B)(4).